Event description:
It was reported that the patient experienced malfunction with inflatable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Event updated.

Event description:
It was reported that the patient experienced fluid loss from the inflatable penile prosthesis cylinder. The entire ipp was removed and replaced with a new one. No further complication reported in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient experienced malfunction with inflatable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.